Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted the implantable cardioverter-defibrillator was in backup vvi mode. The device was reset and programmed to the previous programmed parameters. No adverse events noted, and the patient was stable.